Event description:
I used fixodent from approximately 1999 - 2009, experiencing numbness and tingling and no energy for the last seven years. Blood test show that I have low levels of copper and high levels of zinc. Pain in right leg and ankle. Dose or amount: denture cream; frequency: once daily as needed; route: oral. Dates of use: 1999 to 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.